Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low. The blood glucose reading was 35 mg/dl. The customer treated with food. The drive support cap appeared normal. The customer reported that she functions normal at 35 mg/dl and is hypoglycemic unaware. The blood glucose reading was up to 316 mg/dl at the time of the call. The customer declined troubleshooting and was advised to call back if the issue recurred.